Event description:
It was reported that the patient had a st jude lead abandoned wire. It was stated that there was too much scar tissue so the doctor left abandoned the lead. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).